Event description:
Foggy sight, vision blurred. A patient experienced foggy sight after the implant of a tecnis lens. The physician detected deviation via slit lamp and requested investigation of the explanted intraocular lens. The sample has been sent to qa for investigation. The outcome is unknown.